Event description:
It was reported patient presented for exam to fix his abutment that broke on the implant. Unable to remove abutment so entire implant was removed. Implant removed was a tsvwh10.

Manufacturer narrative:
Zimvie complaint number (B)(4). D1: d4: d9: d10. Concomitant medical products tsvwh10, impl tapered scr-v ha 4.7 mm 4.5mm 10mm lot number 1230117 g4: h4: since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.